Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error e213, experienced restarts, and failed to provide an image for use during the operation. Error e226 was also observed. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using an olympus back-up device. No patient harm was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e223 appears in error log and also appears when a camera head / endoscope is connected - faulty video connector. Video connector socket is worn out, there is noise in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 213, 226 and the no image were due to the faulty video connector socket. Olympus will continue to monitor field performance for this device.